Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer contacted tandem technical services (cts) requesting guidance through the load process. The customer's blood glucose (bg) level was 300 mg/dl at the time of the reported event. Reportedly the customer reported that was unsure if the reported event was the cause of the high bg, yet stated that it may be due to entering less carbs than consumed in the day. The customer delivered a bolus with the pump to address bg level which decreased their blood glucose level to target range. The customer declined to complete the load process at the time of contacting cts.